Event description:
It was reported that bd maxguard trifuse extension set was damaged. The following information was received by the initial reporter with the following verbatim.   It was reported by customer that broken trifurcate set that would not disconnect from the cap. Nursing changed the caps and took off the set with the cap. However, the next day when doing labs, the same situation happened and they had to use xxx clamps to disconnect the leur lock from the cap and then change out the entire system.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that the maxplus cap could not be disconnected, and returned photos of the incident, for material mp9220-c, lot 24079522. There are no physical samples for investigation, the customer reported they sent them out, but no tracking info was provided. Without this, the samples could not be found. Visual examination of the photos could not verify the issue of connection problems. The root cause cannot be found without a replicated failure on returned samples. A potential root cause remains for alcohol use on the maxzero, without proper dry time, the alcohol can affect the plastic and create issues. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.